Manufacturer narrative:
(B)(4).

Event description:
The customer reports there are bends on the end of the wire and the product doesn't work.

Event description:
The customer reports there are bends on the end of the wire and the product doesn't work.

Manufacturer narrative:
(B)(4). The customer did not return the actual complaint sample; however, two unopened representative samples from lot 13f17k0343 were returned for evaluation. Visual examination of the representative samples did not reveal any defects or anomalies. The overall length and outer diameter of the guide wires were measured and all were found to be within specification. The guide wires were able to pass through the introducer needle, ars and catheter from their respective kits with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact on the representative samples. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Complaint verification testing could not be performed as the actual complaint sample was not returned for analysis. The customer returned two unopened representative samples from the same lot and the guide wires met all relevant dimensional and functional requirements. A device history record review was performed and no relevant findings were identified. Without the actual complaint device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.